Manufacturer narrative:
Exemption number: e2013009. Berlin heart inc. (Importer number: (B)(4)) is submitting the report on behalf of berlin heart gmbh (manufacturer). The excor blood pump, s/n (B)(4) was used by the patient from (B)(6) 2016 until (B)(6) 2017. We have reviewed the production records of the excor blood pump s/n (B)(4). This pump was produced according to our specification. The blood pump is designed with a triple layer membrane separating the air chamber from blood chamber for safety reasons. The entire membrane consists of an air-side layer, a middle layer and a blood-side layer. In case of disruption in one of the triple layers, there are two more layers that will maintain the integrity of the air and blood chambers. During initial analysis, an air cushion was observed between two layers of the triple layer indicating a defect of the air-side layer of the triple layer membrane. The manufacturer sent the pump to an external laboratory for CT analysis and the scans confirmed the air cushion. The pump was disassembled for further evaluation and a leak was located in the air-side layer of the triple layer membrane. Furthermore, graphite agglomerates were detected between the membrane interstices. The middle layer and blood-side layer of the triple layer membrane displayed no defects. The cause of the failure was most likely the diminished graphite coating. The graphite particles that formed due to the abrasion between the membrane layers most likely caused increased friction at certain points which finally led to the defect in the air-side layer of the membrane. When this defect occurs, air can get between the membrane layers and form an air cushion, which may reduce the blood pump performance.

Event description:
Berlin heart inc. Was informed by the clinic that the stationary driving unit ikus, on a patient supported by the excor vad system in the lvad configuration, alarmed with "check left pump and driving tube" message around 2:00 am in the morning. The bed side nurse observed that the blood pump was not ejecting and called intensivist who inspected the pump and found that the pump was not filling or ejecting. The patient was unstable and required high dose of inotropes and intubation. A physician arrived 30 minutes after the initial alarm and changed the affected pump without complications. The patient was stabilized after the pump change and did not suffer irreversible damage during this event. The patient was successfully transplanted a few days later and is reportedly doing well.